Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced four infusion sets adhesive issues event on (B)(6) 2026. The infusion sets came loose during use. The patient replaced the box of infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.